Event description:
It was reported that the pt experienced volume discrepancy problems with a newly implanted pump. The previous pump was replaced for normal eol (end of life); the pt did not have any previous problems with that pump. The pt was currently not responding to the therapy. The actual residual volume was 8.4ml and the expected residual volume was 7.5ml. The pt's catheter was checked via x-ray and there were no kinks in the catheter. A rotor test was also done and it was noted that the test revealed no rotor movement. The pt had a revision on (B)(6) 2010. The pump was replaced along with the sutureless proximal segment of the catheter. The pt was reported to be "doing well" after the new pump was implanted. The medication infusing via the implanted device system was lioresal.

Manufacturer narrative:
(B)(4).